Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (finland) was no longer feeling stimulation. In addition, communication could not be established between the ipg and pt programmer. Additional pt programmers were tried to no avail. The physician elected to proceed with surgical intervention. The ipg was explanted and replaced which resolved the reported issue. Effective stimulation was achieved following the procedure.